Event description:
Sorin group (B)(4) received a report that the touch screen of the s5 roller pump was unresponsive during a procedure. There was no patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the touch screen of the s5 roller pump was unresponsive, the touch screen was frozen. There was no patient injury. The service representative replaced the pump display and hkr plate. The pump was flashed, functional checks and tests run with no further issues. The replaced touch screen was sent to sorin group (B)(4). No damage was found on the touch screen or display during visual inspection. The date code on the touch screen confirmed that it was part of a field engineering notice and matched the corrected failure description. Sorin group (B)(4) stated that no further investigation is required. Review of the device history record did not identify any non-conformities related to this issue.

Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the touch screen of the s5 roller pump was unresponsive during a procedure. There was no patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.